Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver does not boot or charge and will not turn on. Opened the receiver case for internal inspection and it passed. Replaced the receiver battery with a known good battery and the receiver does boot and charge. Receiver download shows the receiver shutting down for low battery within the relevant dates of this investigation when the battery was charged from 68% to ~40%. Replaced known good battery with original battery and receiver no longer turns on. The complaint was comfirmed . The root cause was determined to be a bad receiver battery.